Manufacturer narrative:
Programmer model 37743, serial # (B)(4); programmer model 37742, serial # (B)(4); recharger model 37752, serial # (B)(4); recharger model 37752, serial # (B)(4); ipg model 37712, serial # (B)(4), implanted: (B)(6) 2009, explanted: unknown; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2009, explanted: unknown; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2009, explanted: unknown; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown; lead model 39565-30, serial # (B)(4), implanted: (B)(6) 2009, explanted: unknown.

Event description:
It was reported that following a car accident, the patient had a loss therapeutic effect and was only able to programme to two coupling bars. The patient had a scheduled follow-up appointment with her physician. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2011-10042.